Event description:
It was reported that during setup for a tonsillectomy procedure using a coblator ii controller, it was discovered that unit would not power on. The fuse was replaced, however the unit still failed to power on. After a 60 min surgical delay, it was necessary to complete the procedure using a competitive device. There were no pt complications reported as a result of this event.